Event description:
Infusion pump with a failure code 810:04. The facility rep had stated that no pt incident had been reported since the last baxter service event. Info was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use.